Event description:
Drive devilbiss healthcare was notified of an incident involving a knee walker by the end users' mother, who stated that the knee walker tiller spins 360 degrees while in use, causing the end user to fall three times. The final fall caused him to hit his head and re-injure his foot. He did not need any medical treatment to his head but was placed from a splint back into a boot for his foot. Drive is currently investigating the incident, including requesting the return of the device for evaluation, and an update will be filed if additional information becomes available.

Manufacturer narrative:
The manufacturer is unknown.